Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting a blood glucose up to 30.9mmol/l with no symptoms. The patient reported having elevated blood glucose levels for several weeks. The patient indicated that the basal rates were adjusted but blood glucose levels remained elevated so the rates were adjusted again. On the day of the call, the patient indicated having a blood glucose of 13.8 mmol/l in the morning which elevated to 30.9 mmol/l two hours after lunch. The pump was reviewed; the pump time and date were confirmed to be correct, the prime history appeared appropriate, basal and bolus histories were correct and added up correctly in the total daily dose, and there were no relevant alarms in the pump history. The patient confirmed that the insulin was not expired and there were no issues with air bubbles. The patient indicated that only the stomach was used for sites for the past 3-4 years and stated that there were known areas of scar tissue that were avoided when inserting a new site. The patient was advised that the pump appeared to be functioning as it is programmed. The patient was advised to follow up with a health care professional regarding management. This report is made based on the allegation that the patient experienced hyperglycemia of unknown cause while using insulin pump therapy.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was no pump data from the time of the reported event due to continued patient use. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the audio bolus button was found to be missing and the pump was unable to test performance of the audio bolus feature due to the issue.